Event description:
It was reported that the ilet bionic pancreas displayed no blood glucose readings while paired with a dexcom g6 continuous glucose monitor (cgm), consistent with intermittent communication failure and a potential antenna-related electrical/magnetic component issue; the agent guided the user to toggle sensor settings, after which the sensor reconnected and readings resumed without alerts or alarms. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user, follow-up calls, and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, aligned with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to transient communication interruption resolved with standard troubleshooting.